Manufacturer narrative:
Procedure: revision hip replacement. This patient received her primary hip replacement on tuesday (B)(6) 2015. Following discharge from hospital, she was on an aeroplane returning home when her hip "dislocated". The patient was brought back to the hospital where the surgeon decided to perform a revision of the acetabular components and femoral head, as it was his opinion at the time of surgery that the acetabular shell had moved from its original position, thus causing the hip to dislocate. This revision surgery took place on the afternoon of (B)(6) 2015. Patient outcome post surgery: the patient will be reviewed at six weeks by the surgeon following discharge from the hospital following her revision surgery. The acetabular shell, acetabular liner and femoral head were all exchanged. Patient initials: (B)(6) gender: female. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). (B)(6) 2025. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Following discharge from hospital, she was on an aeroplane returning home when her hip "dislocated". The patient was brought back to the hospital where the surgeon decided to perform a revision of the acetabular components and femoral head, as it was his opinion at the time of surgery that the acetabular shell had moved from its original position, thus causing the hip to dislocate.